Event description:
It was reported that the unit would not cut or coag, and no error message was displayed. No injury to pt reported.

Manufacturer narrative:
At the time of this report, the product had not been returned for eval. Upon receipt of the product, a f/u will be submitted.